Manufacturer narrative:
Clinical questions have been asked to understand the event.

Event description:
It was reported via a mir form from the customer, stating "manufacturer's recommendation on how to use surgiflo. We had 2 episodes of intense foreign body reaction with small bowel obstruction. One patient experiencing intense foreign body reaction with small bowel obstruction. This report covers patient 2. (B)(4). Ferrosan medical devices a/s: qn (B)(4).

Manufacturer narrative:
Clinical questions have been asked to understand the event. This is to be considered as our final reporting of this adverse event: ferrosan medical devices a/s has completed the evaluation of the received complaint. This is an adverse event involving surgiflo hemostatic matrix kit with thrombin product code 2993 (in the following abbreviated surgiflo 2993). As to this adverse event no further details about the patient, the surgery, the episode and the actual use of surgiflo 2993 have been provided. The impression is that patient two in this adverse event is more anecdotal with insufficient details. At this point of time we do not have any patient information data available, no details to the surgery or if re-operation took place and how surgiflo 2993 was used. All these aspects are important for an evaluation. The event has been evaluated by an external medical advisor who notes that in rare cases the combination of collagen and thrombin could seems to lead to an inflammatory response. However, multiple requests for information on the asked clinical questions have been made to understand the event, but no answers have been received. It is therefore not possible to make an evaluation of the actual patient in this adverse event. It should be emphasized that excess product should be removed once hemostasis has been achieved. Please refer to the enclosed instructions for use with surgiflo 2993. In particular sections such as intended use, contraindications, warnings and precautions are important sections to study prior to use. As per the precautions statement: "only the minimum amount of surgiflo hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo hemostatic matrix should be carefully removed". As we have no further information available as to this adverse event it is evaluated to be not justified. If further information becomes available we will re-assess the adverse event. The case is hereby considered closed. (B)(4). Single use product.

Event description:
It was reported via a mir form from the customer, stating "manufacturer's recommendation on how to use surgiflo. We had 2 episodes of intense foreign body reaction with small bowel obstruction. One patient experiencing intense foreign body reaction with small bowel obstruction. This report cover patient 2. (B)(4).